Event description:
Boston scientific received information that this transvenous left ventricular (lv) lead was removed as a result of dislodgment. A second lv lead was attempted, but the patient's supraventricular vena cava was occluded. The patient was to return for a right-sided implant and tunneling of a new lv lead. There were no reported adverse patient effects beyond the need for early surgical intervention.

Manufacturer narrative:
To date, this lead has not been returned to boston scientific. The local area sales representative indicated that the lead had been discarded by the hospital staff. If new information becomes available, this report will be further evaluated and updated.